Event description:
A report was received that stated a medical assistant was sprayed in the eye with medication. The patient was receiving the medication via a gluteal needle. During the injection the needle became detached from the syringe and drug sprayed into the face of the nurse. The technician performed a face rinse procedure. No needlestick took place. There was no patient injury.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.